Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 533 mg/dl, at the time of incidence. Customer had blood glucose level of 452 mg/dl and 334 mg/dl. Customer was treated with manual injection and through insulin for high blood glucose level. Customer did not alleged about insulin pump was under delivering. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.